Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The evaluation summary is as follows: explant analysis showed shell surface defect causing a deflation of the outer lumen.

Event description:
Deflation resulting in explantation.